Event description:
An approx. 5mm piece of the catheter tubing severed during usage of the device. The catheter had been placed in the dorsum of the hand and the dwell time was only three minutes. The facility reports that, although the IV access attempt appeared successful at first, no backflow of blood could be seen when the introducer needle was removed from the tubing. The facility states that the clinician attempted to reinsert the introducer needle, but the needle damaged the catheter tubing. The severed portion was palpated by the physician and surgically removed. The pt is reported to be doing well following the procedure.